Event description:
The 15mm connector came out of the pediatric tracheostomy tube of a home care pt of resulting in disconnection from the ventilator. The home care pt's family member reports that this has occurred a total of three times with this pt. No injuries for any of these alleged events.